Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the atrial lead exhibited undersensing and inappropriate lv output. No intervention was made. The patient status was unknown.